Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced altered mental status. It was also reported that the right atrial (ra) lead exhibited oversensing on some stored electrogram (egms). The ra lead remains in use. No further patient complications have been reported as a result of this event.